Manufacturer narrative:
Based on the information provided to the company, the case involved a non-compliant, heavy smoker patient, with poor bone quality. The plate broke at the area of the bone fracture after 5 months, and the bone did not heal (nonunion with no callus, as indicated by the radiograph). Breakage of a bone plate, as well as cases of nonunion with subsequent fatigue fracture of the implant, may occur with all types of plates; in the proximal humerus bone, for example, nonunion rate following the use of plate is reported in the literature to be as high as 3-5.5%. Plate breakage is reported to have an occurrence rate of 0.7-3%. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
Approximately 5 months post-implantation of a piccolo composite proximal humerus plate in (B)(6), the patient complained of pain. X-rays revealed non-union and that the plate broke at the area of the bone fracture. The plate was removed and replaced with another implant.